Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Lot # 9fpeb05a of test strips involved in the event occurrence expired on (B)(6) 2021. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0gpeg01a using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood results.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a blood glucose test with their contour next meter and obtained a reading of 20 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.